Event description:
During an implant procedure, the helix of the right ventricular (rv) lead was observed to jump out of the lead when it was attempted to be implanted. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of the helix jumping out of the lead was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not reveal any anomalies. The helix was found to be fully extended and clogged with blood/tissue. After cleaning the helix, the helix could be retracted and extended by applying torque to the connector pin. No indication of the helix jumping out of the lead was noted during helix mechanism testing. The measured full helix extension length was within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts.